Event description:
A medtronic representative reported that while in a cranial tumor resection procedure, the surgeon alleged a 0.5cm inaccuracy. The surgeon deemed being accurate throughout the procedure and only alleged being inaccurate after navigating to the tumor. Medtronic representative confirmed their reference frame was loose after going sterile. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, after the completion of the procedure, found that the reference frame was loose and moved after going sterile. Software investigation was completed. Analysis found that the frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. A medtronic representative, following up with the site, reported that the issue has not reoccurred.